Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had pain at the site of the neurostimulator. There was an invasive procedure and the implant site was changed. The patient status at the time of report was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.